Manufacturer narrative:
The customer's allegation was confirmed. In addition, the device evaluation found a cracked connector, flooding of the image capture, and flooding of the cables. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had poor image quality. No patient harm reported.